Event description:
Nurse (B)(6) reported she is having issues with pump. Per nurse she tried to change batteries but pump was not working. She is unsure if pump needs replaced or if pump maintenance is needed. The exact date of this pump malfunction is unknown. Device on hand for return. Unknown if patient missed dose or experienced any adverse event no further information provided. Reported to (B)(6) by health professional.